Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt is experiencing pain in her right hip. The pt states that the pain is a burning sensation down the front of her leg. The pt also states that her leg is retaining water. The pt is reporting that she cannot put weight on her leg and is having difficulty going up and down stairs. The pt is also reporting being unable to remember anything and is also depressed.